Event description:
An 8f angio-seal vip vascular closure device was used to close a right femoral artery puncture post-pci. Patient vitals began to deteriorate. The patient was brought to the operating room for a retroperitoneal hematoma. A hole was seen in the external iliac artery with no evidence of the collagen plug. The patient expired.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instructions for use (IFU) cautions that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.

Manufacturer narrative:
Voluntary medwatch # 0502420000-2015-8004.

Manufacturer narrative:
(B)(4).